Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported dyspnea, hypoxia, and heart failure were unable to be determined. The reported patient effect of heart failure and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being conservatively filed due to worsening heart failure, unknown if device related. (B)(4) - expand g4 phase 1 and phase 2 study, patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with chronic/ischemic, moderate and severe functional mitral regurgitation (mr) with mitral annular calcification. One mitraclip was implanted, reducing the mr to grade 1+. On (B)(6) 2022, the patient presented to the emergency department dyspnea and hypoxia with oxygen saturation in the 80¿s. Worsening heart failure was diagnosed. As treatment, oxygen via nasal cannula and medications were provided. The symptoms did not improve and there were no findings on the chest x-ray. The patient had requested a meal and became frustrated waiting and left against medical advice. There was no hospitalization. The event has resolved. Per physician, the event is unknown if device related. There was no device malfunction. No additional information was provided regarding this issue.